Event description:
A report was received stating the ventilator generated an error that rendered it inoperable during ventilation of a patient. There was no report of patient harm, death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). A technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the proportional solenoid valve (psol). No additional information has been obtained by the manufacturer.